Manufacturer narrative:
Conclusion: based on the received information, a postoperative migration of the active electrode array was confirmed. The implant registration card states a full insertion was achieved at initial implantation. A revision surgery to re-insert the electrode into the cochlea was performed successfully. After re-insertion the patient is doing very well and all channels are within normal limits.

Event description:
The electrode array appears to have migrated partially from the cochlea. Patient reported poor discrimination with the device at activation. The patient had revision surgery to reposition the array on (B)(6) 2016. The patient is doing very well and is pleased by the sound quality with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode array appears to be only partially inserted. Patient reported poor discrimination with the device at activation.